Event description:
The customer complained of discrepant inr results for 2 patients from coaguchek xs meters compared to the laboratory results. For patient 1 the result from meter serial number (B)(4) was 4.1 inr. At 09:40 am the result from the laboratory was 2.73 inr. For patient 2 the result from meter serial number (B)(4) was 4.5 inr. At 10:20 am the result from the laboratory was 3.23 inr. The laboratory method was acl top. There was no allegation of an adverse event. The patients' warfarin dose was adjusted based on the laboratory results. The patients were sent home and had no indication of bleeding or bruising. The patient's therapeutic range was 2.0 - 3.0 inr. Retention test strips (lot 304974) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The suspect device was requested to be returned for investigation.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.